Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. The philips field service engineer (fse) confirmed touchscreen didn't function accurately on one portion of the screen and it will not calibrate and replaced the touchscreen, performed calibration and tested the touchscreen after repair.

Event description:
The customer reported the touchscreen was not working. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.